Event description:
It was reported that the unspecified bd intravascular administration set experienced kinked tubing. The following information was provided by the initial reporter: tubing sets off the alarms due to the kinking in the material.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review for model: 2426-0007, lot number: 22079245 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the unspecified bd intravascular administration set experienced kinked tubing. The following information was provided by the initial reporter: tubing sets off the alarms due to the kinking in the material.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.